Event description:
After following directions by only wearing the shoulder patch icy hot heat therapy, I sustained 2nd degrees burns on my left shoulder. I contacted medical persons to assess my problem. I still have scarring on my shoulder. I wore the pad for a total of seven hours. Dose or amount: one pad, frequency: 7 hrs, route: top. Dates of use: 2007. Diagnosis or reason for use: shoulder pain from bursitis. Event abated after use stopped or dose reduced? No. Event reappeared after reintroduction? No.